Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the physician attempted to seat the device multiple times, "eventually the array expanded to the 4 mark." Then the physician attempted to perform a cavity integrity assessment but it failed. The device was removed from the patient and the physician viewed the cavity and noted a perforation. A laparoscopy was performed to determine any additional damage. At this time, the results of the laparoscopy are unknown. No additional details available at this time.